Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture baker grade IV.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade IV. The device has been explanted.

Event description:
Healthcare professional reported right side rupture and capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on posterior, red particles in the shell and weight to the spec. A visual and microscopic analysis was performed which identified: sharp opening on posterior, crease fold, wear abrasion and stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp pattern on posterior of opening device assessed as a surgical impact opening, for the stress marks in the shell.